Event description:
The hospital reported during patient follow up in the md's office, blistering was noted along the path of the evh tunnel. Stated the vein was very superficial and that it is possible the spot cautery on the vasoview hemopro 2 may have caused some "burns". The patient is on wound care treatments to heal the area.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25147416, 25147360; the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. Corrected sections: b3 - date of event removed, b5 - updated event description.

Manufacturer narrative:
(B)(64). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported during patient follow up in the md's office, blistering was noted along the path of the evh tunnel. He did not recall the date of the procedure. Stated it was "last week, I don't know which day". Stated the vein was very superficial and that it is possible the spot cautery on the vh4000 may have caused some "burns". The patient is on wound care treatments to heal the area.